Event description:
The ge oec 9800 fluoroscopy system had a vertical column failure where the vertical column would not go down correctly. This was an intermittent malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the vertical column power supply (ps3) was defective. Ps3 was replaced to repair the malfunction. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.